Event description:
Event description guidant received information that this patient has not had his pacemaker checked since implant on 11/25/03. The patient was was presently at a rehabilitation appointment. During exercise, a rate of 45ppm was reported and no pacing spikes were observed at that rate. However, pacing spikes have been noted at other rates. The patient stated he has been waiting for a guidant representative to schedule him for device follow-up. The clinician will fax in the patient's rhythm strips for review.